Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure for cavo varus foot reconstruction and hardware removal/ repair of a non-union fifth metatarsal fracture. Allegedly, both a 2.4 non-locking and 2.4 locking screw head broke off during surgery. The screw heads were stuck in the driver after trying to drive the screw down to the plate. A 1- 2 mm gap was between the bone and plate when driving the non-locking screw down before it broke at the head/shaft interface. The lock screw broke as well when trying to drive it down into the locking mechanism of the plate. It is worth mentioning that a broken accutrak screw was in close proximity to the screws, which could have had the potential to add difficulty in driving the screws due to hardware contact. Locking screws seemed to be difficult in general to seat into the locking mechanism of the plate. Plate and screws were removed. Part of one of the 2.4 screw shafts that was inserted was left in the patient. Back up device, synthes modular foot plate, was used to complete the surgery. The malfunction of the screws resulted in delay in surgery time and additional anesthesia.

Manufacturer narrative:
The device was returned. Visual examination of the returned parts confirms that the screw has fractured 4.9mm below the head. The shaft was not returned. The plate and four other screws were also returned; overall they did not appear to have any significant gross deformation other than what is typical from insertion and removal.